Manufacturer narrative:
Information was received on 28-dec-2021 indicating that there was no patient involvement in this event. Device evaluation completion date: 12-jan-2022. Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked front corner of top case and cracked right plunger case and battery door. During analysis, the reported issue was unable to be duplicated. It was noted that customer provided a picture of the screen display when the error arose, which confirms the reported problem. Service replaced the main board for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a failed safe resource error. No adverse effects were reported.